Manufacturer narrative:
The device was returned to hu-friedy for evaluation, and it was found that the left tip was broken and showed signs of oxidation. The oxidized surface indicates the device was likely previously damaged or cracked before it was subsequently strained beyond its capabilities by use of excessive force. The hu-friedy instrument reprocessing guide states hu-friedy's reprocessing guide states "3.2 inspection"; "inspect all instruments after the cleaning and rinsing step for corrosion, damaged surfaces, and impurities. Do not further use damaged instruments." No manufacturing defects were found.

Event description:
User facility reported that the tip broke and ended up in patient's nasal cavity. The doctor was unable to remove it. The patient went to ER and was put on antibiotics. Patient will be reevaluated in 2 weeks.